Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an audible alert. Continuation of d10: 5076-52 lead implanted: (B)(6) 2022 ; 6935m62 lead implanted: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) is making a continuous magnet alert tone. The patien t says they are hearing the magnet tone intermittently at random times when they are not near a magnet. The company¿s technical services reviewed data from the ICD and confirmed that there have been several magnet tones triggered. The patient is adamant that they do not have anything magnetic near/on them. It was noted that the patient is an electrician, and they say they are always very cautious with equipment. Without confirmation of the presence of a magnet, possible inappropriate magnet sounding is suspected. It was further reported that all possibilities of what could be causing the magnet tones have been exhausted. More troubleshooting was done and it is suspected that there is a possible device issue as the magnet tones are sounding without a magnet being present. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced. It was also noted that the patient is an electrician and has received an external shock whilst at work with the device in situ. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.